Event description:
From staff: while using drill bit for surgery, said bit broke into two pieces while in use in patient. Broken piece was able to be removed from patient. Both pieces were obtained and saved.